Event description:
New information notes that the lead was later explanted due to the infection of a newly implanted system.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that lead was capped and replaced due to a capture anomaly. The patient condition is good.

Manufacturer narrative:
A partial lead measuring 13.4cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.